Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the pump was coming out of the patient's body. Surgical intervention occurred where the pump was explanted and the catheter was cut and tied off on (B)(6) 2020. It was noted that the pump and catheter would be replaced at a later date. There were no known factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2020. No further complications were reported.